Event description:
It was reported that the patient had quit charging their device because it felt like it was getting very hot. The patient's battery had been dead for 8 months. The patient also experienced a shocking sensation when they moved their head that went down to their fingertips, and they were having trouble walking. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)